Event description:
Per medtronic, this lead was replaced during a device change out. The reason for this lead being replaced is unknown. The physician on record for this patient is no longer seeing her. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.